Event description:
It was reorted that the surgeon implanted a codman precision valve thinking it was a codman hakim programmable valve. The pt suffered from headaches from time of recovery until revision of the device. Upon pt being returned to room after revision surgery, the pt suffered an mi. Pt was then transfered to ICU. No further info is forthcoming.